Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470.

Event description:
It was reported that while using bd mbd max¿ instrument, remanufactured it acquired false negatives on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer reports false negatives on patient samples".

Event description:
This MDR supersedes all previous MDR . The previous MDR dt was completed in error with the incorrect reportability. It was reported that while using bd mbd max¿ instrument, remanufactured it acquired false negatives on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer reports false negatives on patient samples."

Manufacturer narrative:
This MDR supersedes all previous MDR . The previous MDR dt was completed in error with the incorrect reportability. This complaint is not reportable. Reference new dt (B)(4).

Event description:
This MDR supersedes all previous MDR . The previous MDR dt was completed in error with the incorrect reportability. It was reported that while using bd mbd max¿ instrument, remanufactured it acquired false negatives on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer reports false negatives on patient samples".

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.